Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a resolute onyx drug-eluting stent in the mid rca, the vessel was calcified, tortuous and had 90% stenosis. The device was inspected before use with no issues noted. The lesion was pre-dilated. It was reported that resistance was noted while advancing the device to the lesion and excessive force was used. It was reported that the stent was damaged on the first attempt to cross the lesion. The physician completed the procedure with another resolute onyx device. No patient injury reported. The physician did not feel it was a product issue but was a result of a tough case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.